Event description:
The precision flow unit powers a disposable pt circuit (dpc) to deliver humidified gas to a pt. The hospital reported the precision flow unit alarmed with a blocked tube alarm. Water overflowed through the disposable pt circuit (dpc) air vent and air was in the water bag. The dpc-low was returned to vapotherm and testing could not duplicate any water leakage through the air vent material. Vapotherm is not aware of any harm to the pt. Vapotherm is reporting the event in response to the hospital filing a medwatch report on the incident. The attached medwatch report, number (B)(4), was provided to vapotherm by the FDA.